Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that she developed a uti. The patient stated that the uti caused her to develop a fever and also caused her confusion. The patient required hospitalization for the uti and the resulting fever and confusion. There were no device issues reported and the patient's status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.